Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Event description:
Account alleges that a patient was undergoing an image guided biopsy procedure via CT scan of the upper lobe within the left lung. A post procedure chest x-ray demonstrated 2 tiny foreign objects at the medial border of a nodule within the patient's lung.